Event description:
Notification was received from the e-select registry indicating that 6 days post index procedure, the patient experienced cardiac death. The cause provided was sudden cardiac death. There was no evidence of mi or stent thrombosis. An autopsy was not performed. Per the report received, the patient died at home while sitting in his chair. The event was reported as possibly related to the cordis devices.

Manufacturer narrative:
This patient was randomized to the e-select registry for two-vessel disease. The indication for the index procedure was an anterior acute myocardial infarction >24h and <72h pre procedure. The first target lesion was the mid lad. Reference vessel diameter was 2.8mm and lesion length was 30mm. Pre procedure diameter stenosis was 100% and post procedure was zero percent. Timi flow pre and post procedure was zero and I. The lesion was a restenotic cto lesion of an unknown bare metal stent. Lesion classification was type b2. Predilation was performed using a 2.55x21mm balloon at 12 atms. A 6f-guiding catheter was used. A device was deployed. No other information was provided. The second target lesion was deployed at the proximal circumflex. Reference vessel diameter was 2.8mm and lesion length was 45mm. Pre procedure diameter stenosis was 90% and post procedure was zero percent. Timi flow pre and post procedure was I and iii. The lesion was a denovo lesion. Lesion classification was type b1. Predilation was performed using a 2.58x21mm balloon at 15 atms. A device was deployed at 13 atms. Due to stent under expansion, post dilation was performed using a 3.12x18mm balloon at 13atms. A second device was deployed at 18 atms. Post dilation was performed using a 3.26x18mm balloon at 18 atms. The patient was discharged on 100mg aspirin, 75mg clopidogrel, insulin, lipid lowering drugs, and beta-blockers. The product remains implanted in the pt thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This is one of three reports being reported for the same event. Please reference manufacturing reports #: 9616099-2008-01620, 9616099-2008-01621, and 96160999-2008-01622. Please note: device (lot # 13217279) is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.